Manufacturer narrative:
(B)(4). Insulin pump had blank white lcd due to cracked lcd controller. Pump received with partial display due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. P-cap, reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, end cap broken off and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.